Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient and the impedances on 0 and 7 were still out of range. The patient had uncomfortable, stinging stimulation in the area between the two leads. The patient reported that the leads pulling and pocket tenderness had resolved; however, the patient is not getting any relief in the usual painful areas in the low back. The rep successfully reprogrammed groups a-c to remove the uncomfortable, stinging stimulation they were was experiencing and provided comfortable coverage in his low back. The patient also complained of random increases/decreases of stimulation. The rep suspected this was caused by the adaptive stimulation (as) feature. The rep turned off the as to see if the issues resolved. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot/serial#: (B)(6), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had a routine appointment with their doctor and it was determined that electrodes 0, 1, and 7 had out of range impedances. The patient complained of tenderness at the ins site and was told that this was part of the normal healing process. The patient reported that they felt ¿pulling on the leads¿ when they sat down and the patient was assured that this was just part of the healing process. The patient reported that they were not getting enough pain relief in their left back and noted that they have good pain relief on their right back. Reprogramming was performed on the left lead, not using contacts 0, 1, and 7. The manufacturer representative was able to get coverage in the patient¿s left back. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was doing well and was reporting between 60 and 70% pain relief. It was reported that the patient was experiencing some positional stimulation that should be resolved by the activation of adaptive stimulation. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the out of range impedances was not determined. It was clarified that the leads were not actually "pulling"; the patient just felt like they were pulling and upon examination, the doctor determined that nothing was really happening and that it was part of the healing process. No further complications are anticipated.